Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarms noted during testing. No moisture damage found inside of the device. The device did have minor scratches on the display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had a button error and a crack. Issues may be due to the customer being at the lake. Customer didn't know his blood glucose level. Customer didn't recall any other significant event which may have caused the keypad, than him being at the lake. Customer then mentioned he went into the lake with the device on. The device was exposed to moisture. The battery compartment did have moisture and he was able to dry it out and no moisture was visible. Button error alarm occurred around the time the device was exposed to the water. The crack was noted on the battery compartment and he was unaware how the damage occurred. The customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.